Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Two returned drivers were evaluated. The prongs on the distal tips, which seat within the screw head, have broken off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instruction regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for this event. Reference report 3004485144-2016-00384.

Event description:
It was reported that the drive tip of a screwdriver broke off and became stuck within the pedicle screw during installation. The pedicle screw was removed from the patient and replaced with another. There was no patient injury associated with this event.